Event description:
It was reported that during a thyroidectomy procedure, the blade tip broke off. It is unknown if the piece fell into the patient, but another device was used to complete the procedure and there was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.